Event description:
It was reported that the surgeon opened the insert and noticed that the locking ring was missing from the implant.

Manufacturer narrative:
Visual inspection determined that the reported event description is misleading as the insert component appears to have undergone attempted seating into a baseplate component. Had the locking wire been missing from the insert component when it was removed from its packaging, as reported, then the product should not have been attempted to be used. It is likely that the locking wire became dislodged from the insert component during the attempt to engage the component with the baseplate. The event as reported was not confirmed. DHR review for the reported lot was satisfactory. Chr review for the reported lot confirmed that there were no similar events reported for the lot.

Event description:
It was reported that the surgeon opened the insert and noticed that the locking ring was missing from the implant.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.